Event description:
Info received indicates, the head section will not go up due to a stuck head up valve.

Manufacturer narrative:
The technician found contamination in the hydraulic fluid causing the valve to stick. The technician replaced the head up valve to repair the bed.